Event description:
Event: (cc# 98-01211) the iab was inserted into the patient on 9/23/98. On 9/24/98, an alarm sounded from the pump and blood was noted in the tubing. The iab was surgically removed. No second iab was inserted. On 10/16/98, the following was reported to datascope: the iabp alarm sounded and blood was detected in the tubing. A small amount of blood was visible in the tubing. The doctor was notified and he was unable to remove the iab. A left femoral cutdown was performed and a direct suture of the femoral artery was done. A clot was visible in the iab and the iab was discontinued. Another balloon was noted inserted into the patient. After the iab was removed, the patient was maintained on the same medication and drips. There was no change in the patient's vital signs. The patient's status remained unchanged after removal. [Event complications]: the iab was surgically removed - reported 9/28/98. [Patient's current status]: improved-rpt'd 9/28/98.